Event description:
It was reported that a pump "keeps shutting off secondary." Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter and an eval could not be performed. If the device is returned an eval will be performed and a supplemental report will be submitted.